Event description:
Cypher sirolimus-eluting coronary stent was put in rptr's husband and since then he has had all kinds of problems. His blood pressure dropped too low and they had to take him off blood pressure medicine and cholesterol medicine. Before the stent procedure the only problem rptr's husband had was high blood pressure and was on medicine for that. He was active. He has constant burning and itching sensations on hands especially between fingers, feet, chest, back, stomach, head and feet. If he works with his hands or he tries to walk, muscles in hands, feet and legs and arms burn, hurt and are sore and tender. He is having difficulty being able to do alot of things. He is retired. He could not work. He has dizzy spells, hoarseness and sore throat, redness of skin, purple areas in skin and muscle weakness. These symptoms come and go at random. He also gets cold easily, has hot flushes and some stomach burning. He has acne type lesions on neck, head and face that come and go. They don't itch though. Doctors won't tell rptr anything and pt has been to 5 specialists. Rptr did get one dr to say it is a allergic type reaction to either the plavix or the stent.